Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.

Event description:
It was reported that when programming the device during a routine visit, the device indicated 'aging.' The physician complained that the device depleted during the warranty period. The device was explanted and replaced. No patient complications have been reported as a result of this event.